Event description:
The manufacturer received information alleging an ac power disconnected alarm occurred on a ventilator. The ac light did not light up after changing the code. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the alarm did not occur during operational checking. The ac power indicator was not lighting up after inserting the ac power cord. There were no malfunctions of the included ac power cord. Additionally, it was observed that the same issue occurred when several ac cords were inserted. Performed internal inspection but no abnormalities were found. The power supply was replaced, and the issue was resolved. It is determined that the issue was caused by a malfunction on the power control of the power supply. The inline proximal filter and air inlet foam filter were replaced due to dirt. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.